Manufacturer narrative:
(B)(4). As the customer did not retain the finished goods lot number; device history review and lot history could not be reviewed. The customer did not retain a sample for this complaint report; functional testing could not be conducted. The root cause is unknown. Without a sample, it is not possible to isolate the root cause. (B)(4).

Event description:
A surgeon reported no aspiration and an alert of occlusion during a cataract surgery. The product was exchanged and the procedure was completed without harm to the patient. Additional information and product sample have been requested for this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record shows that the product was released per specifications. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established; the returned sample met specifications. (B)(4).